Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of overinfusion was verified. Event log shows no alarms. During delivery accuracy testing the unit was found to out of range on one test. Service will trim the expulsor to bring the unit closer to the nominal range. Use testing was performed. The problem source is the expulsor.

Event description:
Information was received that the cadd prizm vip pump over infused. No reported adverse effects.